Event description:
It was reported that customer experienced repeated minimum fill notifications when using pump, with issue first occurring the previous day and recurring after cartridge replacement. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridges with reported insulin amounts and continued to receive the same notification, and no additional information was received regarding further troubleshooting or resolution of event.